Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their blood glucose was in the 400 mg/dl range. The patient experienced nausea as a result of her hyperglycemia. The patient treated via manual insulin injection and by changing her infusion set and resuming insulin pump therapy. The patient's blood glucose at the time of call was 112 mg/dl. During troubleshooting the customer confirmed that their drive support cap appeared normal. The insulin pump was able to prime without incident. The infusion sets have not been bent either. The customer declined to perform the high pressure test. The insulin pump was not returned for analysis.